Event description:
It was reported that while reprocessing the t3905 device used in a laparoscopic cholecystectomy procedure , the part of the tissue pad was missing. It was found that the device handle (B)(4) and probe (B)(4) were assembled and used when the actual product was collected. According to the reporter, patient who have undergone surgery not affected. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , the following findings noted below: the product name t3905 has been returned. Handle serial number: (B)(4) (manufactured on october 1, 2020) probe serial number: (B)(4) (manufactured on may 31, 2021) inspection found the grip surface was severely worn, exposing the metal surface. In addition, there was a scratch on the metal surface, which coincided with the position of the scratch on the tip of the probe. Part of the missing grip surface was not returned. There was a scratch on the tip of the probe. Pad severe wear. DHR (device history record ) review for the device (handle and probe) showed no abnormalities in the following items related to the event phenomenon. Ultrasonic output drive inspection : ultrasonic oscillation amplitude measurement: amplitude appearance inspection: appearance investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" to add the country japan. H4 - handle device manufacturer date on october 1, 2020, probe device manufacturer date on may 31, 2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the gripping surface fell off due to the load applied to the device. The peeling of the gripping surface likely occurred from user handling when nothing is gripped between the grip and the tip of the probe. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "do not close the grip and output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the tissue being gripped has been separated. Abnormal heat generation due to friction between the grip and the tip of the probe may cause damage, deformation, dropout of the grip, and severe wear of the grip surface." Olympus will continue to monitor field performance for this device.